Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple occurrence of power error detected alarm. The customer¿s blood glucose was 150 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected due to j6 connector resistance issue.